Event description:
It was reported that during da vinci assisted cholecystectomy surgical procedure, monopolar curved scissors instrument was not responding to commands. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while surgeon was manipulating the instrument. The observed movement of instrument was lesser than intended. The instrument moved in intended direction. The timing of instrument movement was not appropriate. No external collisions noted. The issue was persistent. Backup instrument was used. There was no injury reported. No damage was noted when instrument was inspected prior to use.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of instrument distal pulleys/mechanical indentations/burrs to be related to the customer reported complain. The instrument was found to have blade damage. One of the blade edges was indented, which caused the blades open and close with a short delay between commands. Common causes of the failure mode of the mechanical indentations/burrs instrument blades are typically attributed to the mishandling/misuse. Nicks and gouges on the instrument blades may be attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage), mishandling the instrument, or misusing the instrument. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the monopolar curved scissors instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.